Event description:
Subsequent to the initial medwatch report, additional information was received which indicated that on (B)(6) 2014, the patient reported dropping items out of her right hand. Magnetic resonance angiography (mra) noted in-stent restenosis of 80-90% in the acculink stent implanted in the left internal carotid artery. Balloon angioplasty was performed to treat the in-stent restenosis and the residual stenosis was 0%. Patient condition resolved (B)(6) 2014. No additional information was provided.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a carotid stenting procedure with placement of a 6-8 x 30 mm acculink stent in the left internal carotid artery. On (B)(6) 2014, in-stent restenosis was noted in the left internal and carotid arteries. Angioplasty was performed using a non-abbott dilatation catheter and the patient condition resolved (B)(6) 2014. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of neurological deficit/dysfunction and restenosis are known observed and potential patient effects as listed in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.